Manufacturer narrative:
One opened and used reservoir was evaluated. The reservoir, snap cap and septum were inspected for anomalies and none were found. An occlusion test was run and the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she had issues with infusion set and reservoir. Customer's blood glucose was unknown mg/dl. The customer stated that she change the set and again it was fine and insulin went through. The customer was advised to return the quickset and the reservoir for analysis and will be sending replacements.